Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and patient details are not attainable. Reason for reoperation: rupture, "experienced cancer".

Event description:
Patient reported "experienced cancer and rupture". The cancer is not related to the device. The device remains implanted. This is for the right side.